Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for backup vvi was received via remote transmission. The patient presented symptomatic due to pacing with high output. A software download was successfully performed and the device returned to normal operation. The patients condition was normal.